Manufacturer narrative:
The serial number was requested but was not provided, therefore the serial number and UDI are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection that was positive for staphylococcus species. The patient was taken to the operating room (or) for driveline revision and wound debridement. The patient's doctor requested an external perc lead repair. Cosmetic due to multiple areas of compromised with tape. There were no pump stops or alarms.

Manufacturer narrative:
Section a2, b1, d1, d4 (model number), g3: correction. Section a4, a5a, b5, d4, d6, d10, h3, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. A distal end driveline repair was performed on (B)(6) 2020. The approximately 24.5" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed white rescue tape on the outer silicone jacket at approximately 2.5-17¿ from the controller connector. Upon removal of the rescue tape, the driveline revealed multiple cuts in the white silicone jacket approximately 2.5¿, 5.5¿, 6-7¿, 9.25¿, 11.5-12.5¿, 14-15.5¿, 17.75¿, and 23¿ from the controller connector. Examination of the driveline found extensive shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(6) . The hmii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an external percutaneous lead replacement was performed on (B)(6) 2020. After the repair was completed the lead passes all tests.